Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: review of the quality documentation confirmed that the lead was manufactured and released in compliance with applicable standards. Analysis of the provided patient data showed that on (B)(6) 2026, the atrial impedance exceeded 3000 ohms, resulting in an automatic mode switch from ddd to vvi. No abnormal atrial signals were detected in the recorded episodes. Given the implantation date ((B)(6) 2019), a connection issue between the pacemaker and the lead is considered less probable. The high impedance value may be indicative of a potential lead-related issue, such as a lead fracture. However, as the lead remained implanted, the exact cause could not be determined. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2026, during a routine follow-up, the atrial impedance was found exceeding 3000 o and a lead fracture was suspected by the physician. The petite 52erjb lead remained implanted and an additional lead implantation is planned.